Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple malfunction 16 alarms and an occlusion alarm. The customer cleared the occlusion alarm by unwinding the infusion set tubing from around the pump; however, the malfunction 16 alarm had reoccurred after the pump had been reset. The customer's blood glucose level was not impacted. The customer had insulin injections to use to manage diabetes if needed.

Manufacturer narrative:
The reported occlusion was verified in the pump logs; no failure was identified related to the occlusion.